Event description:
It was reported that the image quality on the 9800 system was poor. It was noted that the camera rotation function was rotating without the button being pressed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. To facilitate monitor adjustment replaced the monitors and the noise reduction kit. Performed adjustments to the monitors. The system was tested and found to be working as intended and placed back into service.